Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was advanced through the introducer sheath with difficulty being experienced at the very distal tip of the sheath. It was noted that under fluoroscopy, a kink in the sheath was observed. The physician was able to advance through the kink, however multiple turns were unsuccessful in extending the helix, resulting in torque build up in the sleeve head of the lead. The helix suddenly popped out of the sleeve head after many turns and the physician noted the helix was slightly bent. The rv lead was removed and a new lead implanted to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.